Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient was in overdischarge and a por was seen. The patient did not charge their device for over 2 months. A por was cleared and the device was reset to jump the battery. No symptoms were reported. No further complications were reported or anticipated. Additional information was received from the consumer (B)(6) 2018. It was reported the ins died and had to be restarted at the doctor¿s office for a couple hours. Following the ins being restarted, the patient reported the ins battery is not holding a charge like it was before. The patient was redirected to their healthcare provider to check the device/assess charge interval and also discuss possible potential programming options to increase time between charges. The impacts of an overdischarge on an ins battery were reviewed. No patient symptoms were reported. No further complications were reported/anticipated.